Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a female pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. The pt used super poligrip from 2008 to the present and fixodent from 2008 to the present. On an unk date, the pt experienced neuropathy and paralysis. This case was assessed as medically serious by gsk. Super poligrip and fixodent were continued. At the time of reporting, the outcome of the events was unk. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).